Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to an electrically leaky capacitor, designator c160.

Event description:
The customer reported that their device had its service indicator illuminated and had logged an event code which affects the device's ability to function in AED mode. There was no patient use associated with the reported issue.